Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.